Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that prior to implant, the device showed a grey longevity bar. After 5 days at room temperature, the grey bar remained. The device was not use. There was no patient involvement.